Manufacturer narrative:
The insulin pump was returned without the original battery cap. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked case near the display window corners and broken belt clip slot noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 25 mg/dl. The mother stated that her daughter has been experiencing low blood glucose readings in the past two weeks. The customer stated that she had been diagnosed with collides and stress. The customer stated that the pump has not been exposed to any MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.